Event description:
The customer reported high blood glucose and an issue with the infusion set. The blood glucose level was 500 mg/dl. She treated with manual injections. When she removes the quickset from her body, the cannulas are bent. The patient stated that she developed a rash due to insulin. The insulin pump also alarmed no delivery. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.